Manufacturer narrative:
No phaco samples were returned for evaluation. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. The root cause cannot be determined from this evaluation. All phaco tips are 100% visually inspected prior to their release. (B)(4).

Event description:
A healthcare professional reported that a metal shard was found embedded in a patient's iris the day after surgery. A secondary procedure was performed the same day to remove the fragment from the eye. The surgeon believed the metal fragment was part of the phacoemulsification tip. It was reported that the patient is "doing fine."